Event description:
The customer reported to olympus, that there was "a rubber adhesive part chipped" and was not reportable. The issue was found during a repair estimate inspection. The device was returned for evaluation. During the device evaluation "the objective lens, adhesive part peeled off". There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. During the evaluation it was found that the objective lens, adhesive part was peeling off. The following findings were also noted during device evaluation: a-rubber has a scratch. Switch button 1 has discoloration. The protector of universal cord on the control section side, and universal cord have a scratch. The venting connector of the light guide connector is deformed. Light guide cover glass has a scratch. And the video connector has a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling of the device caused the peeling to occur. However, a definitive root cause could not be determined. It was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.